Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the display screen had a line through it. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump powered on to a dim and discolored display. There were no lines on the display present. Unrelated to the display issue, the battery compartment crack was observed below the grip pad. Additionally, all of the keypad buttons were intermittently unresponsive. Contamination was found underneath all of the keypad contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).